Manufacturer narrative:
Pt info is unknown. The hospital declined to provide the pt info. The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal bond peeled and the inner member detached between the distal bond and distal balloon tip seal bond. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.

Event description:
The distal tip along with the scoring element detached upon removal.